Event description:
It was reported that the customer received a motor error alarm as well a motion sensor test failure alert. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional tests however; it was stuck in the motor error loop during bolus/basal delivery. Unable to confirm alarm history due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.